Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-13208), was submitted on 26-aug-2025. Upon completion of the investigation, the manufacturing date was updated as 22-jun-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001972, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001972 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac m12 on 22-jun-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3f03094 was manufactured according to the wi version 26 and assembled in the quickset line, on 27-jun-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3f04118 was manufactured according to the wi version 26 and assembled in the quickset line, on 27-jun-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3f03093 was manufactured according to the wi version 26 and assembled in the quickset line, on 27-jun-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates

Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that patient faced an event where needle was broken on (B)(6) 2025 during insertion. Insertion site was arm. The infusion set was in use for few seconds. No further information available